Event description:
It was reported that the system controller inner display was cracked. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged to the system controller display was confirmed. The system controller (serial number: (B)(6) was returned for analysis in unremarkable condition. The system controller underwent preliminary and functional testing. Upon powering on the controller, a vertical white line was observed on the liquid crystal display (lcd). The system controller was disassembled to inspect the internal components and no issues were observed. The controller's lcd screen was replaced with a test lcd screen and the controller was reconnected to a test system monitor/power module. No lines were observed in the screen. The reported event was determined to be due to an issue with the lcd screen; however, a further root cause for the lcd damage could not be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. G) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) ( rev. G), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 instructions for use (IFU) (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.